Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair due to a possible bluetooth malfunction. A bluetooth reset was performed and the pairing was restored. Patient condition was stable.

Manufacturer narrative:
Correction: "g3 - date received by manufacturer" in 2017865-2023-20415 submitted on 2 jun 2023 should have been "22 may 2023" rather than "2 jun 2023.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.